Event description:
The patient stated they wished they had never heard of the pump. They reported never having therapeutic effect. They stated that before the pump they could live, but now they could not and they were in pain. The patient stated they got meningitis, and on the date of the report, they were so sore and their headaches would not stop and it was ¿just hell¿. The patient stated this started when their pump got infected. They stated that the infection was one year ago. The patient stated they would never get another pump and they were ¿lucky to be alive¿. They stated, the pain and headaches were so bad that it was unbelievable. The patient stated that their doctor took the pump out. They stated their pump was explanted about a year ago. The medication infused was unknown.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).